Event description:
Indicator on the inside of the neutral zone orange mat did not turn the appropriate color to show item had been sterilized correctly however, the tape on the outside of the blue wrap show it was sterilized appropriately.